Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 28 x 4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was unable to be advanced through the guidezilla ii guide extension catheter. Upon withdrawal, it was noted that the stent strut was "shifting". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged across the whole length and the stent had moved in proximal direction from the balloon onto the shaft polymer extrusion. The crimped stent maximum outer diameter measurement at the time of manufacture was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon body was reviewed and no issues were noted. Crimp stent markings were evident on exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issue on the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 28 x 4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was unable to be advanced through the guidezilla ii guide extension catheter. Upon withdrawal, it was noted that the stent strut was "shifting". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.